Event description:
Literature article received: ¿this report is being filed after the subsequent review of the following literature article: reference: lebel, d. (2012). In vivo functional performance of failed prodisc-l devices. Spine. Volume 37, pp e1209-e1217. USA.¿ this article discusses a retrieval analysis of wear modes and fixation of lumbar total disc replacements (tdrs). Explanted prodisc-l tdrs were prospectively collected during a 7-year period between 2005 and 2011 and analyzed. The purpose of the study was to assess the in vivo modes of wear and fixation of lumbar tdr with the prodisc-l device. Nineteen prodisc-l devices from 18 patients were explanted for pain, prothesis subluxation/migration, end plate collapse/subsidence, polyethylene dislodgement, and unknown causes. Device 10 was explanted from a (B)(6) female patient. Device 10 was implanted at level l5-s1, the implant size was medium, and the polyethylene size was 10mm. The device was explanted due to device subsidence. The surgeon-reported presentation was device subsidence into vertebral body of l5. Analysis of the explanted device showed anterior burnishing of both components, 5% superior component ongrowth, and 8% inferior component ongrowth. This report is 29 of 48 for (B)(4). This report is for an unknown prodisc-l device, unknown part#/lot#.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lebel, d. (2012). In vivo functional performance of failed prodisc-l devices. Spine. Volume 37, pp e1209-e1217. USA. This report is for 1 unknown prodisc-l polyethylene inlay/ unknown lot. UDI: unknown part number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.